Event description:
Information received indicates the nurse call is not functioning properly.

Manufacturer narrative:
The technician found the pins were bent and broken on communication cable connector. He replaced the communication cable to repair the bed.